Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a critical pump error and keypad anomaly. The customer¿s blood glucose was 121 mg/dl at the time of incident. Customer stated that the insulin pump had a pump error and critical pump error and unable to clear the alarm due to buttons were unresponsive. Customer reported that the insulin pump was exposed to moisture that could have led to the issues. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.